Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Case manager from doctor's office is calling on behalf of the customer. The customer is concerned with tests results from undisclosed low results obtained. The expected fasting blood glucose test result range is 110mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/15/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Case manager from doctor's office is calling on behalf of the customer. The customer is concerned with tests results from undisclosed low results obtained. The expected fasting blood glucose test result range is 110mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/15/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history. Result 1: 225mg/dl, date: on (B)(6) 2018, time: 1:22pm non-fasting, result 2: 211mg/dl, date: on (B)(6) 2018, time: 1:21pm non-fasting, result 3: 160mg/dl, date: on (B)(6) 2018, time: 11:19pm unable to verify if fasting or n/ fasting, result 4: 157mg/dl, date: on (B)(6) 2018, time: 2:09pm unable to verify if fasting or n/ fasting, result 5: 217mg/dl, date: on (B)(6) 2018, time: 12:01pm unable to verify if fasting or n/ fasting.